Event description:
Unexplained symptoms for years. Bloodwork keeps coming back normal. Joint pain, memory loss, brain fog, anxiety, depression, fatigue, inflammation, headaches, vertigo, trouble concentrating, dry eyes, shortness of breath, chest pain.